Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 the complaint description states the outer blister was damaged, however, the outer blister was not returned for evaluation. The reported damage cannot be confirmed. Visual evaluation of the returned packaging (inner sterile blister, retainer, and tyvek) did not find any damage. No damage was noted to the outer carton or device. Sterility is considered breached based on complaint description. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided a definitive root cause cannot be determined with the information provided. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that during the surgery, the external plastic and the carton box were opened. The packaging was broken, therefore the doctor did not use the product. The patient was not impacted. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: spain customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.